Event description:
It was reported at implant, the atrial lead helix would longer extend after 3 attempts. Another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however blood was noted on the helix mechanism and helix mechanism (sleeve head); full lead returned and analyzed.